Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip failed to deploy. There was no patient injury. The deployer was properly trained in using the device. A second mynxgrip device was used to achieve hemostasis. The product was clinically used and will be returned for analysis. The device was opened and prepped normally. The device was inserted into the sheath and balloon inflated. When pulling back for the 1st stop the device came out of the sheath with balloon still inflated. Balloon loss of pressure occurred at 1st stop. A second device was opened and prepped again inserted and deployed with no complication. Closure was successful with second device, no hematoma or injury to patient was noted. The procedure was diagnostic coronary. A retrograde approach was used. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was not opened when balloon was at arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Pre-procedure femoral angiogram was performed. A non-cordis 6f sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the sheath. The advancer tube was not engaged nor visible.

Event description:
As reported, the mynxgrip failed to deploy. There was no patient injury. The deployer was properly trained in using the device. A second mynxgrip device was used to achieve hemostasis. The product was clinically used and will be returned for analysis. The device was opened and prepped normally. The device was inserted into the sheath and balloon inflated. When pulling back for the 1st stop the device came out of the sheath with balloon still inflated. Balloon loss of pressure occurred at 1st stop. Further clarification reported that there was no balloon rupture or leak noticed at the site. There was nothing that seemed abnormal other than, after the device was inserted and balloon inflated, the device pulled out with the balloon still inflated with the first pull back. A second device was opened and prepped again inserted and deployed with no complication. Closure was successful with second device, no hematoma or injury to patient was noted. The procedure was diagnostic coronary. A retrograde approach was used. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was not opened when balloon was at arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Pre-procedure femoral angiogram was performed. A non-cordis 6f sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the sheath. The advancer tube was not engaged nor visible.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the 6/7f mynxgrip vascular closure device (vcd) reportedly failed to deploy. When pulling back for the 1st stop the device came out of the sheath with balloon still inflated. Balloon loss of pressure occurred at 1st stop. Further clarification reported that there was no balloon rupture or leak noticed at the site. A second mynxgrip device was used to achieve hemostasis. There was no patient injury. The deployer was properly trained in using the device. The device was opened and prepped normally. The device was inserted into the sheath and balloon inflated. There was nothing that seemed abnormal other than, after the device was inserted and balloon inflated, the device pulled out with the balloon still inflated with the first pull back. A second device was opened and prepped again inserted and deployed with no complication. Closure was successful with second device, no hematoma or injury to patient was noted. The procedure was diagnostic coronary. A retrograde approach was used. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was not opened when balloon was at arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Pre-procedure femoral angiogram was performed. A non-cordis 6f sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the sheath. The advancer tube was not engaged nor visible. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with stopcock open. The sealant and advancer tube were in the manufactured position as received. The procedural sheath was not returned with the device. The condition of the returned device does match the description of the reported complaint. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 2.5 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A device history record (DHR) review of lot f1819203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed through analysis of the returned device. However, a balloon tear was found. The exact cause of the issue experienced by the customer and the balloon tear could not be conclusively determined during analysis. Based on the information available for review and the product analysis, the balloon pull through may have been attributed to the tear in the balloon of the returned device, even though the customer reported there was no balloon rupture or leak noticed at the site. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Therefore, sheath tip condition factors (although not returned and balloon pulled through at first stop may have contributed to the tear found. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.